Event description:
It was reported that there was an issue with po345r - jaw ins.dorsey grsp fcps 3.5mm 290mm. According to the complaint description, the jaw was broken during surgery. There was a possibility that the fragment remained in situ. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Involved components: pm986p - insulated outer tube 3.5/3.5mm 290mm - batch, unknown. Po381r - handle with ratchet for 3.5mm instr. - batch, unknown.

Manufacturer narrative:
Manufacturing-side evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Involved components: pm986p - insulated outer tube 3.5/3.5mm 290mm - batch, unknown. Po381r - handle with ratchet for 3.5mm instr. - batch, unknown.

Manufacturer narrative:
Updated d10: involved components. Updated h6: codes. Investigation results: visual investigation: the delivered instrument is in a used condition, one jaw is separated, the drawbar is included. Both components involved are not available to us. Vigilance investigator carried out the pictorial documentation visually and microscopically. One side of the weld with which the pin is fixed is probably broken due to overloading, for example by leverage or twisting during use. This allowed the now separated jaw to unthread and fall out. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. According to the quality standard, a material defect and a production defect can most likely be excluded. A use-related fault, e.g. Due to improper handling or an overload situation, cannot be ruled out. Based upon the investigations results a CAPA is not necessary.